Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿bags with damages, holes, tears¿ with a potential root cause of ¿defective material with tears, damages, holes¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said in the order there were about 15 catheters that the packing was open. He stated he threw them away.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said in the order there were about 15 catheters that the packing was open. He stated he threw them away.